Manufacturer narrative:
(B)(4). The involved device was returned to the manufacturing facility. Visual inspection confirmed the catheter was broken at 3mm from the hub. Under microscopic inspection, the surface of the broken catheter had a flat sharp edge. A test sample was used to intentionally simulate the observed damage to the returned device. Although the cause of the reported event cannot be definitively determined, the description of the event and the appearance of the returned sample are consistent with the catheter tubing being inadvertently cut by scissors or a sharp object. There is no indication that there was any relation to a device defect or malfunction. No abnormality of the manufacturing and inspection records of a detector for broken catheter which is similar to the returned sample. A review of the process inspection records confirmed that there were no production related problems. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility (a veterinary facility) reported a plastic piece of the catheter was lodged in the vein of the patient. Follow-up communication from the user facility reported: vet placed the catheter in the dog; catheter was pulled out and found to be broken in two pieces; the catheter broke about 1cm below the hub; part of the catheter was left exposed in the dogs vein; the exposed part was able to be retrieved with hemostats; and there was no harm to the patient.